Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that during the first segment of the first analysis event, the rhythm was not recognized due to high amplitude artifact. Segments two and three had a qrs rate as well as a low variability of the qrs waveform, therefore a "no shock advised" determination was returned. The second analysis event recognized a qrs rate as well as low variability between the qrs waveforms, which also returned a "no shock advised" determination. The third analysis event recognized a qrs rate as well as a low variabilty between the qrs waveforms and one of the three segments was not recognized due to high amplitude artifact (prior to this analysis, the patient's therapy cable became disconnected/reconnected which introduced artifact into the analysis). This analysis event also returned a "no shock advised" determination. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.